Manufacturer narrative:
(B)(6). The sample with the erroneous carbon dioxide (co2) occurred first at 09:35 on (B)(6) 2013. Prior to the co2 event, quality control (qc) had been within range. After the event, the customer stated qc was out of range. The customer calibrated and co2 failed calibration. The customer noted that there were bubbles in the co2 reagent line. They replaced the straws, primed and cleared the air from the lines; this seemed to resolve the problem and service was not initiated. The second sample generated erroneous sodium (na) at 17:49 on (B)(6) 2013. A service call was initiated. The instrument was evaluated by a field service engineer (fse). The fse found that the waste drain was slow. While cleaning the ise, the fse discovered that the calcium (calc) electrode tip cover had come loose and was blocking the flowcell path. This could interfere with all the ion selective electrode (ise) analytes. Identified failure mode: failure mode is unknown. Although bubbles in the co2 reagent line could be the cause of the co2 erroneous result, would not have caused the na event. The calc electrode obstructing the flowcell could have caused or contributed to both erroneous results.

Event description:
Erroneous low results for carbon dioxide (co2) for one patient sample and erroneous high results for sodium (na) for a second patient sample were obtained when using the unicel dxc 600i synchron access clinical system. The samples were rerun on another dxc 600i in the lab and the results from the other instrument were reported. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.